Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the right atrial lead helix was unable to retract. In the process, the stylet was unable to remove as it had bent. The patient was transferred to another facility for a lead extraction. From the following facility, echocardiograph noted that the lead was caught in the tricuspid valve. It was also noted that the helix was difficult to retract due to bent which may have happened during the attempts to remove the lead. The lead was removed. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The cause of the reported event of unable to remove the stylet because it had bent was consistent with procedural damage.